Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This information is provide details obtained after the original medwatch form was submitted. An attorney confirmed the event details, and this reporters information is included in section e.

Event description:
It was reported that the customer passed away from diabetes ketoacidosis while wearing the insulin pump. The mother alleges that her death was due to the malfunctioning of the insulin pump. The caller stated that the customer's monitor recorded the insulin being delivered, but it did not deliver the insulin. Attempted to contact her mother for several times in order to obtain details pertaining to the passing of her daughter with no results. No further information was provided.

Manufacturer narrative:
The insulin pump received with energizer battery in the insulin pump. The insulin pump passed displacement, basic occlusion and excessive no delivery alarm test. The insulin pump seated during the prime test and alarmed no delivery during the occlusion test. Scratched display window, cracked reservoir tube lip, light scratches on reservoir window, cracked battery tube threads, stripped battery cap coin slot, cracked belt clip slot, scratched case, corrosion on battery cap contact and light corrosion in battery tube noted during testing.